Manufacturer narrative:
Interrogation of the pump found that it was being used to deliver 20 mg/ml morphine. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-nov-28. The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
The device explant was not related to the event/issue previously reported. The event is no longer reportable for intervention required or serious injury. The unrelated analysis findings found that there were no significant anomalies with the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain, cervical/neck, and non-malignant pain. On (B)(6) 2016 it was reported that the pump alarm was alarming/beeping. The sound as described was consistent with a pump alarm. Per the reporter, the patient was discharged by their hcp (healthcare professional) due to receiving a "medical dui"; they missed a scheduled refill; the pump was now empty; and the pump was "hot and burns." Right over the pump there was some redness. There was a circle right on top of the pump and that was the area that was hot. The symptoms had come on suddenly. The reporter initially stated that the pump had been going off for a week and a half now, then later stated that it would be two weeks tomorrow. The patient had been to the ER (emergency room) and their pcp (primary care physician). The ER wouldn't look at it when they went in. The pcp also said there was nothing they could do. None of the physicians took cultures. They just looked at the site to rule out infection. The patient was planning to talk to the doctors again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.